Event description:
It has been reported that the system 6800 takes numerous attempts to boot fully and become operational. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cpu circuit board was replaced. The system was tested and found to be working as intended and placed back into service.